Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a confirmed 1st overdischarge. Reprogramming was required as a result of this event. No diagnostic te sting or troubleshooting was required. It was noted that the patient never showed up for post-op instructions for charging education. No patient symptoms reported. A physician mode recharge (pmr) was performed successfully to reset the device. However, it was reported that a manufacturing representative (rep) had done 4 pmr sessions on the patient and they still had not emerged from the overdischarge. The patient had been in overdischarge for about two years. They did an antenna locate (al) feature and the best result was 102. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the device was overdischarged. The rep attempted to interrogate the patient¿s battery with the clinician programmer, but they were unable to. The patient indicated she hasn't used the battery in years. The patient indicated a physician mode recharge (pmr) was tried 4 years ago with a different rep. The patient explained that they tried about 5 trickle charges with no success in getting it recharged. The managing physician was out of the office on the day of the report, so it was unknown what actions would be taken. The patient was non-compliant with maintain battery charge, so the hcp may elect to remove the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that no additional attempts would be made to recover the ins from overdischarge. No decision had been made regarding the ins removal. No further complications were reported.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the ins was replaced because it was defective and malfunctioning. The caller mentioned the leads came loose or something, so they worried about going in and taking it out so it didn't touch her spine. The ins worked for 3 days, but then it went dead and they were not able to charge it. The ins "wouldn't receive a signal." A new ins was placed when the system was removed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was a device malfunction as well as procedure issue. Patient reported the device worked for 2 days then quit never would work again. Patient stated also a big procedure issue. Patient stated over time the leads came loose which was confirmed in an x-ray. The hcp were concerned of them coming in contact with the spine and possible paralyzing patient. This was found when the patient was having a pace maker put in her.